Manufacturer narrative:
(B)(4). G2: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a revision due to insert wear, and pain in flexion, pain when walking stairs, clicking sensation, diffuse swelling of the knee. All components were replaced to change the patient from a cr to ps system.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b2, b4, b5, d4, g3, g6, h1, h2, h3, h4, h11. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: femoral block, general anesthesia, midline incision, luxating patella noted, osteophytes removed, part of meniscus removed and a piece of hoffa as well, additional osteophytes removed from femoral side, no notching, trialing completed and definitive implants placed without complication. R knee gonarthrosis contributing factor. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views right knee labeled pre-revision demonstrate a right total knee arthroplasty without hardware failure or loosening. No fracture. Two views right knee labeled initial postop demonstrate a right total knee arthroplasty with surgical skin staples as well as air and fluid within the joint space. No acute fracture seen. No radiolucency. The reported event is not confirmed, medical records were only for the initial surgery. The x-ray cannot confirm poly wear. A definitive root cause cannot be determined. R knee gonarthrosis is noted as a contributing factor. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.